Event description:
It was reported that the right atrial lead exhibited noise. No patient symptoms were reported. The lead was capped and replaced during routine device change out procedure on (B)(6) 2017. The patient was in stable condition post procedure.